Event description:
During initial implant procedure, it was not possible to find an acceptable implant location for the leadless pacemaker. The procedure is discontinued and the device was not implanted. The patient was in stable condition.

Manufacturer narrative:
Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.